Event description:
It was reported that for the past four days the patient had been leaking a little from the bowel. The patient had a loss of therapeutic effect, a loss of bowel control, a return of symptoms, and thought she needed to change programs. The symptoms were located at the perineum and there was no known accident or incident related to the complaint. The night prior to the report, the patient went to change programs and an error code 301 was seen. She wasn¿t able to adjust stimulation and the display showed the ¿call your doctor¿ icon. The day of the report, an error code 304 appeared. The patient removed the programmer batteries for five minutes and tried new batteries, but that did not clear the codes. Analysis of the programmer revealed a power spectral density integrated circuit (psd ic) (no software) cyclic redundancy check (crc) failure. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va055k9, implanted: (B)(6) 2013, product type: lead. (B)(4).